Manufacturer narrative:
The reported event of lead migration cannot be confirmed or refuted via laboratory testing.

Event description:
Device 2 of 2 . Reference MFR report: 3008829311-2016-00125. Additional information received indicated the ineffective stimulation from the lead implanted at l1 was found to be caused by the l2 lead having migrated. Surgery took place on (B)(6) 2016 and the leads were explanted and replaced. Postoperatively, the patient reported effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2016-00125. The patient has a total of 3 leads implanted as part of her drg system. One lead is located at l1, one is located at l2 and one is located at t12. It was reported the patient's ((B)(6)) lead located at l2 migrated. Additionally, the patient is experiencing ineffective stimulation from the lead implanted at l1. Surgical intervention may taken at a later date to address the issues.